Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, undefined high pace/sense impedance measurements, noise, and high rate non-sustained and non-sustained ventricular tachycardia episodes due to the lead oversensing. The rv lead also exhibited impedance variation over the past few months. The patient experienced bradycardia. The lead was capped and replaced. No further patient complications have been reported as a result of this event.